Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start because of the epo (emer power off switch) contact of ups that was lost. Upon further inspection, fse confirmed that the ups was not defective. Later, fse bridged to the ups. After repaired, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start because of issue with epo contact of ups. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.